Manufacturer narrative:
Although the device history record (DHR) could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The visual inspection was not performed due to the device not being returned. The functional inspection was not performed due to the device not being returned. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that the subject coil detached inside the microcatheter without the use of a power supply device. They removed the catheter and completed the case with another catheter and coil. The device was confirmed to be in good condition prior to use and there is no indication of a use error. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable will be assigned.

Event description:
It was reported that during the procedure, the subject coil detached itself in the microcatheter. The coil was removed with the microcatheter. The subject coil was and microcatheter were replaced and the procedure was completed successfully with no clinical consequences to the patient.

Event description:
It was reported that during the procedure, the subject coil detached itself in the microcatheter. The coil was removed with the microcatheter. The subject coil was and microcatheter were replaced and the procedure was completed successfully with no clinical consequences to the patient.